Event description:
Customer reported that a set was leaking at the filter. There were no specific pt or event details provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.